Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
After completion of an evar procedure, the physician noticed a foreign body 2 days after the procedure via a CT scan. The physician attempted to remove the object, but was not successful. The physician finally inserted an additional bare stent to secure the object against the zenith flex aaa endovascular graft iliac leg wall. No side effects have been reported.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, and quality control was conducted during the investigation. Imaging of this case revealed a 2.5-3.5 mm diameter approximately 40-50mm long gently curving rod or tube limb is not dense enough to be metal. It is most likely plastic although it could be a combination of metal and plastic. It is most consistent with a catheter, sheath, or dilator fragment. Peel-away sheath fragments have been imaged previously however the lumen is usually distinguished. A lumen could be present in this case but was not evident due to the provided windowing. The image review indicated that the foreign body in the patient is most likely plastic, or a combination of metal and plastic and is most consistent with a catheter, sheath or dilator fragment. Although no lumen could be seen on the provided images, it is possible that one exists in the fragment. At this time, there is not enough information to identify what this foreign object is in the patient. The foreign object does not appear to have resulted from the tfle-20-73-zt that was reported with this complaint, nor does it appear to have come from any tffb or tfle 14, 16, 18, 20, or 22 fr delivery system. In conclusion, the foreign object is not suspected to be part of the tffb, either tfle, a nester coil, or a lunderquist wire. It is possible that the foreign body could be the distal end of the coda catheter, however this is not likely to be the case. As we are not the manufacturer of the 6fr terumo introducer, the 260 cm soft wire, the cordis sizing pig tail catheter, and the davis catheter we cannot rule out the possibility that part of these devices could be the foreign body. The root cause is unknown. The physician stated they were performing a laparotomy, but the results of that procedure were not provided to (B)(4). It is unknown if the foreign body is that which was left in the patient after the laparotomy. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
No additional information was received.